Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a procedure one of the headlamps got so hot it melted and started smoking. The doctor had to rip it off to keep from getting burned. It melted. We are trying to figure out if the headlamp is compatible with the other devices or visa versa.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed without any issues. No product was returned for evaluation. Email sent to customer on (B)(6) 2019 noting the light source being utilized (titan 400) is not a standard 300 watt , but a 400-watt unit. Advised that these high energy light sources require the use of a fused fiber cable at 100% output which is not a standard glass fiber cable. We also indicated that they confirm the lens train in the light source does not have any broken filters as this can cause cable to burn as well. We suggested that they should contact light source vendor to confirm the above conclusion. No corrective or preventive action implemented at this time.

Event description:
It was reported that during a procedure one of the headlamps got so hot it melted and started smoking. The doctor had to rip it off to keep from getting burned. It melted. We are trying to figure out if the headlamp is compatible with the other devices or visa versa.